Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report the patient obtained multiple loss of prime episodes with the pump for three weeks. The patient reported the loss of prime occurred approximately one half day after the cartridge and infusion site were changed. On an unspecified date, the patient obtained a loss of prime on the pump, and afterwards his blood glucose level was 400 mg/dl. At that time, the patient experienced the symptoms of increased thirst and frequent urination. The patient administered self-treatment by resolving the pump priming issue, then delivered a bolus dose of insulin. His subsequent blood glucose level was within target at 120 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed the patient had replaced, loaded and reprimed the insulin cartridges several times. The issue was not resolved. As the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump issue occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. Loss of prime warnings were observed in the pump history but were not duplicated during evaluation. No defects were found during evaluation.